Event description:
The manufacturer received information alleging a failure of a ventilator's internal battery and a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the device's internal battery was observed. The internal battery was replaced to address the issues.